Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 404 mg/dl at the time of incident. Customer also reported that the insulin pump had insulin flow block alarm. Customer was advised that the auto mode can automatically turn off due to alarm. Customer declined troubleshooting for insulin flow block and high blood glucose level. The insulin pump will not be returned for analysis.